Event description:
Healthcare professional reported "lap-band system tubing disconnected, with the tip of the lap-band system tubing in the (patient's) right lower quadrant" and patient complained of "right lower quadrant pain". The port was replaced and tubing was reconnected.

Manufacturer narrative:
Taper ii visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests indicate no leakage at the access port. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ ¿caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reported "lap-band system tubing disconnected, with the tip of the lap-band system tubing in the [patient's] right lower quadrant" and patient complained of "right lower quadrant pain". The port was replaced and tubing was reconnected.

Manufacturer narrative:
(B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.